Manufacturer narrative:
Medical devices: 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 209039428; manufactured date ¿ december 8, 2014; UDI # - (B)(4); 510k - k083124. 8253001 (mainframe, nim response 3.0): the product analysis indicates the reported complaint of reading intermittently could not be duplicated. The mainframe came in with an older software version. The device was disassembled, cleaned, and software was upgraded in accordance with design specifications. The device was reassembled and tested in accordance with manufacturing specifications. 8253200 (patient interface, response 3.0): the product analysis indicates the reported complaint could not be duplicated. The patient interface came in with two worn wave washers. It was disassembled, cleaned and the wave washers were replaced. The patient interface was reassembled and tested to manufacturing specifications.

Event description:
The customer reported that during a thyroidectomy, there were intermittent readings for the patient interface cable. The users were unsure if the system was recognizing the electrodes and had difficulty troubleshooting. The nerve location was known and the device was not detecting the nerve. They were at a point in the case where a replacement nim system was not required and were able to complete the case without the nim system. There was no patient impact or injury.